Manufacturer narrative:
First test lot information: d4 - lot: 199840 d4 - expiration: 06sep2023 d4 - UDI: (B)(4). Second test lot information: d4 - lot: 227752 d4 - expiration: 09jan2024 d4 - UDI: (B)(4). H4 - device mfg date: 02oct2023. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results using binaxnow covid-19 ag self test on (B)(6) 2023 with a nasal sample. The consumer reported their first test on (B)(6) 2023 generating a positive result. Two additional binaxnow covid-19 ag self tests were taken on the same day generating negative results. An additional unknown outside brand test was also used generating a negative result. Consumer confirmed no injury occurred due to this event. No additional information, including patient outcome and treatment, was provided.

Event description:
The consumer reported a false positive result using binaxnow covid-19 ag self test on (B)(6) 2023 with a nasal sample. The consumer reported their first test on (B)(6) 2023 generating a positive result. Two additional binaxnow covid-19 ag self tests were taken on the same day generating negative results. An additional unknown outside brand test was also used generating a negative result. Consumer confirmed no injury occurred due to this event. No additional information, including patient outcome and treatment, was provided.

Manufacturer narrative:
D4 - UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227752 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/ lot 227752, test base part number 195-430h/ lot 223004. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227752 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue of conflicting results, however it could have possibly been related to the specific patient sample.h4 - device mfg date h3 other text : single use; device discarded.

Manufacturer narrative:
D4 - UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result using binaxnow covid-19 ag self test on (B)(6) 2023 with a nasal sample. The consumer reported their first test on (B)(6) 2023 generating a positive result. Two additional binaxnow covid-19 ag self tests were taken on the same day generating negative results. An additional unknown outside brand test was also used generating a negative result. Consumer confirmed no injury occurred due to this event. No additional information, including patient outcome and treatment, was provided.